Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient developed a hematoma at the scs lead site. Reportedly, the patient went to the ER following the scs system implant procedure with symptoms of weakness and paralysis of the lower extremities. An MRI was taken and a hematoma was found above the lead. Follow up information identified surgical intervention was taken and the issue was resolved.